Manufacturer narrative:
Permobil is unable to confirm the failure as reported. Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to (B)(6) 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, 3008370857-12/19/2024-001-c, to address potentially affected components manufactured between august 17, 2023, through november 21, 2024.

Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, claims while stopped at a pedestrian walkway at an airport, the speed control dial engaged a drive command without being touched. This allowed the wheelchair to move forward where one of the casters reportedly fell into a crack, stopping the wheelchair. This action reportedly caused the end-user to lose positioning and fall forward out of the wheelchair, resulting with the end-user scraping the pads of their toes. No medical intervention was sought as a result of the event.